Event description:
The customer was hospitalized for dka. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a fixed primes test was completed and the insulin exited. The high-pressure within specifications. Instructed the customer change the set and site as per md protocol.